Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. There was no evidence of frayed cables on the extension cable or power cord. A standard power supply was connected to the unit, and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed and frayed wires of the power cord. The patient electronic unit with power accessories was replaced and there were no adverse consequences reported by the patient.